Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the valve was inspected. It was noted that the patient had pre-existing severe aortic regurgitation and was sized for a 26 millimeter (mm) valve. During deployment, the valve was not staying in place. The valve was recaptured and withdrawn from the patient. A new 29 mm valve was implanted. Per the physician, the patient's pre-existing severe aortic regurgitation caused/contributed to the event. No adverse patient effects were reported. Additional information was received that the valve was deployed over a medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter at a depth of 4 mm on the non-coronary cusp and 5 mm on the left coronary cusp. The valve dislodged towards the aorta. Following the successful deployment, the patient's severe aortic insufficiency was resolved.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (serial: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the valve was inspected. It was noted that the patient had pre-existing severe aortic regurgitation and was sized for a 26 millimeter (mm) valve. During deployment, the valve was not staying in place. The valve was recaptured and withdrawn from the patient. A new 29 mm valve was implanted. Per the physician, the patient's pre-existing severe aortic regurgitation caused/contributed to the event. No adverse patient effects were reported.